Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via phone that qty. 2 of an ar-1588btb-ib tightrope ii btb had an issue during an acl reconstruction procedure on (B)(6) 2025. When the surgeon tried to use the device, the locking suture mechanism ripped inside the patient; it broke the tightrope. That happened twice in a row. Nothing broke inside the patient, only the sutures, and there was no harm to the patient. Each time, the whole implant system was removed from the patient. Both complaint devices were discarded but a picture was taken. Another ar-1588btb-ib tightrope ii btb with lot number 15346826 was used to complete the procedure successfully. There was a case delay of 20 minutes and it could not be confirmed if additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-1588btb-ib, with batch number 15319502, revealed that the sutures were damaged/frayed. Therefore, arthrex was able to deduce the cause of the reported failure can be attributed to user error of the device due to excessive force being used during the tightening of the suture system.